Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a respiratory surgery, the knife moved all the way but did not return to home position after the pulse-firing. The manual override lever was used but, the knife did not return. The device was released with a knife reverse switch as usual. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.